Manufacturer narrative:
No further information could be obtained. The customers reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the iop control on the system was not working as expected during a combined cataract vitrectomy procedure. At the beginning of the vitreous removal infusion did not start. The surgeon manually pumped the infusion line to start infusion. She changed to alternate pressure of 5mmhg for scleral depression, but the iop did not go below 21-22 mmhg. She confirmed the patient's pressure with her finger. She clamped the infusion line and aspirate shortly to soften the eye in order to perform scleral depression. The procedure was completed without harm to the patient. Additional information is not expected for this report. This is 2 of 3 reports being filed from this facility.